Event description:
It was reported that during the implant procedure, the physician was unable to advance the right ventricular (rv) lead in the sheath. The physician also had difficulty removing the lead from the sheath. The rv lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.